Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verabtim it was reported by customer that the tubing came apart at the y-site and pinch clamp.

Manufacturer narrative:
One opened and two unopened samples lot 25055134 were returned for investigation. The sets were examined for defects and abnormalities. The opened set was separated at the inlet port of the y-site just below the pumping segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. The most potential root cause that generates a separation in the tubing/y-site arm engagement is an incorrect solvent application to the tubing and/or incorrect insertion of the tubing to the y-site arm. No actions were taken for this complaint, however; lot reported was manufactured on may 10th, 2025, before actions were implemented for a similar condition. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.